Event description:
Procedure performed: davinci prostatectomy zakje sloot niet volledig (groen piefje ging bij aantrekken in de huls) ook na aantrekken was groene binnenhuls niet zover te verwijderen dat geheel verwijderd kan worden. (Touwtje niet van het haakje) draden moesten in de pt doorgeknipt worden. Ijzeren staken tijd in de buik. Translation tm per email on april 11: endobag did not close completely. The green stopper went into the shaft during closing of the endobag. Even after pulling, the handle did not completely retracted, so the wires could not be cut and had to be done inside the patient. As a result the iron guidewires where unprotected in the abdomen. Extra note: hospital does not have the product anymore. They do have the packaging in case we need it for investigation. Additional information received from sales representative by email on (B)(6) 2019: because the endobag was stuck and they could not be cut on the handle, they cut the bag in the patient, so yes the wires were unprotected in the patient. The doctor said that it happened once. Patient status: no injury and no complications type of intervention: see event description with respect to wires being cut within the patient

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: davinci prostatectomy. (B)(6) per email on april 11: endobag did not close completely. The green stopper went into the shaft during closing of the endobag. Even after pulling, the handle did not completely retracted, so the wires could not be cut and had to be done inside the patient. As a result the iron guidewires where unprotected in the abdomen. Extra note: hospital does not have the product anymore. They do have the packaging in case we need it for investigation. Additional information received from sales representative by email on 25apr2019: because the endobag was stuck and they could not be cut on the handle, they cut the bag in the patient, so yes the wires were unprotected in the patient. The doctor said that it happened once. Patient status: no injury and no complications. Type of intervention: see event description with respect to wires being cut within the patient.